Event description:
The customer contacted stryker to report that their device would randomly power on by itself. This is an indication that the keypad of the device may be inoperable and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the device turning on by itself was also caused by a short on the membrane switch assembly.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker did observe that the device on/off button was not responding and the device would not power on. Stryker replaced the membrane switch assembly to resolve the observed issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the device turning on by itself could not be determined. The cause of the device unable to turn on was caused by the membrane switch assembly.

Event description:
The customer contacted stryker to report that their device would randomly power on by itself. This is an indication that the keypad of the device may be inoperable and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.